Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator didn't pass the circuit check. However, when the ventilation started, it operated normally. The device continued ventilating but the patient was removed from the ventilator and transferred to another ventilator without any reported harm. The circuit which hadn't previously passed the test was then attached to another ventilator. The circuit check was performed and it passed. After the device was retrieved, a new circuit was connected, the circuit check was performed and it passed. The reported issue couldn't be duplicated.